Manufacturer narrative:
As reported, the bard/davol phasix mesh was used for a breast reconstruction procedure after which the surgeon noted capsule contracture. The information provided is limited. Based on the information available, no conclusions can be made. A lot number was not provided, without a lot number a review of the manufacturing records could not be performed. Note, the implant and event dates are estimated based on the information obtained, as specific dates were not provided.

Event description:
As reported, a bard/davol phasix mesh was placed during a unilateral breast reconstruction procedure in (B)(6) 2019. It is reported that during a revision procedure, the surgeon noted capsule contracture and the breast tissue became very hard.